Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. The additional event details were collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient received a neurology work up that was unremarkable. The patient was found to have drainage from the ventricular assist device (vad) driveline exit site (dles), and blood cultures were positive. It was further reported that the patient's cause of death was a vad infection and a clot. The additional event details were collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
Correction: h10 a supplemental report is being submitted for a correction. H10 corrected to clarify additional information and corrections of follow-up report 002. Corrections: b5, e1, h6 b5 description of event problem corrected to include that the patient received a neurology work up that was unremarkable. The patient was found to have drainage from the ventricular assist device (vad) driveline exit site (dles), and blood cultures were positive. E1 phone number corrected from (B)(6) to (B)(6). H6 patient codes corrected to include e1906 and e2315. Newly received information indicated that the patient's cause of death was a vad infection and a clot. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high power consumption. The site suspected thrombus. The site further reported that the patient was admitted in an altered mental state and was incompliant with the required medications. The patient¿s international normalized ratio (inr) was also found to be rarely therapeutic. The site additionally reported that the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the controller log files revealed a sharp increase in power consumption beginning (B)(6) 2018 to parameters above normal operating range. 18 low flow alarms have been logged since (B)(6) 2018 and 27 high watt alarms have been logged on (B)(6) 2018. Information received from the site revealed that the patient was admitted due to an altered mental state and was suspected for thrombus. The patients international normalized ratio (inr) was rarely therapeutic. Additionally, the patient received a neurology work up. The patient had drainage from vad driveline exit site (dles) and blood cultures were positive. It was further reported that the patient died due to a vad infection and a clot. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump triggering the high watt alarms. Per the instructions for use, infection, device thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. Possible factors that may have led to the event include but are not limited to vad infection and a clot. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files revealed a sharp increase in power consumption beginning (B)(6) 2018 to parameters above normal operating range. 18 low flow alarms have been logged since (B)(6) 2018 and 27 high watt alarms have been logged on (B)(6) 2018. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump triggering the high watt alarms.possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient has a history of alcohol abuse and was incompliant with the required medications. There are possible patient, pharmacological and procedural factors that may have contributed to this event.